Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58 lead implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was programmed off after the lead was found to have dislodged causing shortness of breath in the patient. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.